Event description:
Reportedly, several mode switch episodes were recorded during the initial 3 days of implant due to 8hz oversensing for the subject device. An explanation is requested.

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.